Manufacturer narrative:
There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the patient had a controlled bleed from the pulmonary artery during dissection. The procedure was converted to open based on difficult patient anatomy. Reportedly, the patient had post-obstructive pneumonia with lymph nodes in the tissue and a lot of scar tissue, resulting in a difficult dissection. The bleeding was minimal, and the case was converted to open. The patient tolerated the conversion well. No post-operative complications were reported. The procedure was completed open. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.